Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The motor passed motor test. No motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 347 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind and bolus after the alarm occurred in order to treat. She noted that her high blood glucose was due to something she ate. Advised discontinuation and replacement of the insulin pump. Nothing further reported.